Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 448 mg/sl less than 24 hours after the pod was activated and the adhesive pad was soaked with insulin. Upon further inspection she noticed the cannula had come out of the infusion site.